Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa low profile endoprostheses featuring c3® delivery system. It was reported the trunk-ipsilateral leg component was implanted in a severely angulated (~80 degrees) reverse tapered proximal neck. On (B)(6) 2014, the patient presented to the hospital with extremely high blood pressure, abdominal and back pain. Imaging reportedly showed 5 cm distal migration of the trunk-ipsilateral leg component into the aneurysm sac. CT images taken the same day identified a proximal type I endoleak with no aneurysm growth being reported. It was reported that the patient¿s proximal neck dilated, causing the trunk-ipsilateral leg component to lose apposition and migrate distally into the aneurysm sac. There was reportedly no migration of the contralateral leg component. That same day an emergent intervention was performed whereby a medtronic endurant ii aorto-uni-iliac stent graft system was implanted within the previously implanted trunk-ipsilateral leg component and extended proximally to a level just distal to the renal arteries. A femoral-femoral bypass was then performed to restore blood circulation to the lower extremities and the patient tolerated the procedure. Final angiography showed resolution of the device migration and the proximal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.